Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.

Event description:
For 1104g, the catheter zeroed but was still reading a significant negative value. The values did not correspond with the pt's condition. Add'l info has been requested.